Manufacturer narrative:
H3: product analysis found that the device was returned in a large plastic sleeve (non-original packaging), and there were no other components returned with the device. Upon return, there was no paper tape observed on the harness. There were traces of liquid observed inside the cuff when returned. A syringe was used to inject 15cc of air into the cuff, and the cuff could not stay inflated. There was a small puncture observed at the proximal end of the cuff, and the cuff was leaking air. The device failed due to defective condition upon return and the inability to inflate. The complaint was confirmed, due to an out of specification condition. H6: previously applied codes fdm b17, fdr c20, fdc d16, ime e2403 and imf f26 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that event occurred during thyroid cancer surgery, air leakage was detected, which affected ventilation. The patient's condition remained stable after replacing to standard tube.

Event description:
It was reported that during use, it was found that the tube cuff was leaking and could not continue to be used. The tube was replaced and the surgery was completed. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.